Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was. The patient¿s system got infected and was removed in (B)(6) 2010. Per the patient this was due to him not taking care of himself and not due to the device itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.